Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. At the start of the call, patient services discussed with the family member/friend caregiver that the flexi-touch compression pump, (that the patient said they used to treat lymphedema, and which was not alleged to be related to the device/therapy,) was suggested not to be used when trying to connect to the implant. The caller reported that ever since the patient received their implant last thursday, ((B)(6) 2021) they have had an extremely difficult time trying to connect to implant and received system error code: 0x69ec88b2 with only the option to restart. The caregiver did select "restart" and tried again, however after several unsuccessful attempts to connect to the implant, they received the same system error message. Patient services had the caregiver power off both the communicator and the handset and then start over and this did not resolve the issue. The patient services agent reviewed ka, however they didn't see anything related to the code so they conference on mobility who had been able to check the profile and said that all was up to date except one profile which shouldn't have affected the issue. The caregiver said that the patient didn't have wi-fi, however the patient services agent suggested mobility send the command so that when the patient went to their health care professional (hcp) office on (B)(6) 2021, this could be taken care of during the appointment. During the call with mobility, different steps were taken to reset different features however the issue was still not resolved and the caregiver said that they received two new system error codes when they tried several times to connect to implant: 0x2998765d and 0xf51ae96. The issue was not resolved so afterwards, patient services attempted to continue troubleshooting. Patient services again, asked if there were any other electronic devices in the area and the caregiver noticed a tablet, which they removed from the room. The caregiver also said that when they checked the ins, it did seem a little tilted in the pocket. The caregiver tried again and they were able to connect after several attempts. The caller reported that they had increased the setting when patient returned after their procedure on thursday, said that they had been gone for the weekend and on saturday, the patient said that the stimulation had started to feel too strong and they felt occasional stimulation in their right butt cheek and also felt pulsation in their vaginal area sometimes. Since the caregiver had been able to connect during the call, they were able to connect and decrease the setting. When asked, the patient told the caregiver that they didn't "feel" (stimulation) at this time. The troubleshooting steps that were taken on the call resolved the issue. And the caller successfully decreased the setting. The caregiver was going to monitor the situation and call back if issues continued and it was reviewed that the handset may need to be replaced. Patient services conducted more research with stim technical services. The troubleshooting steps that were taken on the call resolved the issue. The patient services agent called back to provide update to caregiver however patient said that they had left. Patient services told the patient to monitor connection sessions and the patient services agent would attempt to contact the caregiver tomorrow. It was also advised that when the patient went to their hcp office for follow-up appointment, it was recommended they try to connect to wi-fi to accept the profile update that was pushed. It was noted that the patient didn't have wi-fi at home. Per mobility after turning the handset on, they should go to apps - settings - select hub and sync.